Manufacturer narrative:
Concomitant medical products: product ID 97755, lot#/serial# (B)(4), product type recharger product ID 97745, lot#/serial# (B)(6), product type programmer, patient h3: analysis found relay box get extremely hot when trying to charge implant (ins). No device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reported on friday they were with their implanted neurostimulator (ins) at 40% and went to charge, but couldn't get charging to work normally. Pt said it took quite a while, but the ins hadn't charged and the controller went from 100% down to 40%. Pt said they charged the controller a second time, but that didn't do anything; still unable to get charge to ins. Pt said the recharger paddle and relay box got extraordinarily hot, so they stopped charging and have been without stimulation since friday. Pt mentioned they usually have to chare every 3 days. An email was sent to the repair department to replace the recharger. Pt called back stating the recharger was replaced and the ac power supply seems to be ok. Pt reported they were charging and the screen went black. Pt was able to get it to work and when trying to charge pt noticed pt had to squeeze down on the bottom of the controller for like 5 min in order for it to charge. Pt has to charge every 3 days. An email was sent to repair to replace the controller.

Manufacturer narrative:
Concomitant medical product: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.